Manufacturer narrative:
The manufacturer has received the sample and will be evaluated.

Event description:
The tricuspid valve was detached. The indwelling period was 133 days. The device dropped into the stomach and was removed endoscopically.